Event description:
New information received notes that the patient was sent for a chest x-ray on (B)(6) 2016. No further information on the results is available. The patient is scheduled to be seen in clinic again on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, an aborted charge due to post-sensed t-wave oversensing was observed. The number of intervals for vf diagnosis was programmed. The patient will continue to be monitored.

Event description:
New information received stated that the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient presented with episodes of vf and vt. The patient received inappropriate therapy and the physician believes this is due to t-wave oversensing. Upon review of the session record, it appears the events are falling where a t-wave would be but the amplitude is too large to be a t-wave. It was discussed that it is possible this could be the start of a lead issue. The lead will be imaged and will be discussed with the doctor. No further information is available.

Manufacturer narrative:
The reported field event of oversensing was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.